Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient had an infection after implantation of a certas plus valve. The device was implanted via lp shunt, date of implant and initial setting was unknown. The infection was suspected. The revision surgery was performed with vp shunt. Primary disease: subarachnoid hemorrhage. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 4. No specific device failure was reported. The reported issue of infection was not able to be evaluated based on the information provided, no medical records were provided. A review of manufacturing records could not be performed, as no lot number was provided. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.